Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a cholecystectomy procedure, the clip applier was not forming the clips correctly. There were no patient consequences. Another el5ml was used to complete the case.

Manufacturer narrative:
(B)(4). Date sent: 08/21/2018. Batch # r92w9w. The analysis results of the el5ml device found that it was received with no damage in the external components. In addition, the tyvek was returned along with the instrument and 2 conforming clips and 3 malformed clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 conforming clip. In addition, the anti-backup and lockout features were non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the anti-backup and lockout failures. No conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.